Event description:
It was reported the patient¿s device had been implanted since (B)(6) 2006. It was stated that up until 2013 the impedance had been in the range of 521 ohms. It was noted on (B)(6) 2014 the impedance showed greater than 800 ohms and the day of report it showed 707 ohms. Reportedly, when the patient was seen on (B)(6) 2014 the patient stated they always had abdominal pain, nausea, and vomiting but they also had a new pain that did not occur before. It was stated the patient was having more episodes of nausea and vomiting and they were taken to the emergency room. It was noted on the patient¿s visit on (B)(6) 2014 the healthcare provider had turned the stimulation off but the patient¿s symptoms were the same and it did not resolve their epigastric pain. The patient stated their nausea and vomiting was worse than when it was on and they had some reflux. The patient¿s stimulation was turned back on the day of report. It was stated on (B)(6) 2014 the patient¿s impedance showed greater than 4000 ohms except 2-c showed 459 ohms. The day of report, all impedances showed greater than 4000 ohms except c-2 showed 432 ohms, c-3 showed 521 ohms and 2-3 showed 523 ohms. It was noted an x-ray was taken that showed the same as implant and there were no changes or lead movements.

Manufacturer narrative:
(B)(4).